Manufacturer narrative:
This report is filed on february 20, 2020.

Event description:
The device was explanted due to a loss of function. Dents were observed in the stimulator casing and communication to the device could not be established during analysis. Analysis revealed cracks in the electronic assembly.

Manufacturer narrative:
The device was explanted on (B)(6) 2019. The recipient was re-implanted with a ci612 device. This report is submitted on october 28, 2019, by cochlear limited.

Manufacturer narrative:
This report is submitted on september 3, 2019.

Event description:
Per the clinic, the patient experienced a loss of connection to the internal device. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains insitu. It is unknown whether the device will be explanted, as of the date of this report.